Manufacturer narrative:
Customer has judged that device module was broken but no additional information was retrieved. Customer rejected repair service. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site.

Event description:
It was reported to philips that the device had module problem. Specific malfunction is currently unknown, and request has been sent out for such information. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.